Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
The reporter stated that she spent the last evening in a hosp because her pen needle broke off 1/2 inch under her skin. She has had several x-rays and has been consulted by a surgeon. No further info is available.